Manufacturer narrative:
Follow-up report: additional information - 06/22/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the failure ot power on was isolated to the computer/analog and defibrillator pcas. High-voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high-voltage traveling to low voltage circuitry could not be determined. Device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor for an unrelated issue, a reportable device malfunction was discovered. Upon receipt, monitor sn (B)(4) would not power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor for an unrelated issue, a reportable device malfunction was discovered. Upon receipt, monitor sn (b)(46) would not power on.